Manufacturer narrative:
Returned device analysis confirmed a circumferential tear in the outer sheath 29mm distal to the t-bar connector. The outer sheath had been retracted and the stent was partially deployed by 3mm on the return of the device. It was not possible to retract the outer sheath due to the break in the outer sheath. The shaft was dissected and the stent was deployed. No issues were noted with the deployed stent or the dissected section of inner lumen that would have contributed to a restriction during deployment. A review of the manufacturing records for batch # 8445905 found that the device met its material, assembly and product specifications. The root cause of the break in the outer sheath could not be determined.

Event description:
Determined to be reportable based on analysis approved on 13 december 2006. It was reported that during pta treatment procedure of the left femoral artery, a shaft kink occurred. The procedure was successfully completed with another of the same device. No patient injuries or complications were reported. Patient status is reported as "good."